Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed. The breakage occurred through the fifth and sixth variable angle combi-hole in the plate shaft. Photographic documentation, inspection of the dimensions, examination of the fracture surfaces by scanning electron microscopy (sem), and consultation of the manufacturing documents, technical drawings, and raw-material inspection sheets were performed. No material deviations were noted. The dimensions of the plate were found to be in compliance with the technical drawings. Macroscopic lines of rest at the fracture surfaces are documented and are a sign of fatigue failure. One complete and one incomplete (incipient) fracture were observed at the plate surface close to the fracture zone and indicate multiple crack initiation. When examining the fracture surfaces of the distal fragment of the plate using sem, the initial fracture areas and the fracture behavior were identified. The crack started at the lateral upper side of the plate and ran into the material. After breaking, the two fragments rubbed against each other causing further destruction of the fracture surfaces. At a higher magnification, fatigue striations were observed at the crack propagation zones. Each striation represents the successive position of an advancing crack front. They originate from cyclic loads. The presence of these striations is a clear indication of a fatigue process. Furthermore, the fracture surfaces show subsidiary cracks and secondary corrosion. One fracture surface also showed a small amount of dimples, which corresponds to the residual forced fracture zone. Based on the topography of the fracture surface, the plate was subjected to moderate one-sided dynamic bending loads. Constantly alternating bending loads / loads cycles during walking led to the fatigue of the material, then to first cracks and finally to the overload respectively to the fatigue fracture of the plate. A failure resulting from either a material defect or the manufacturing process can be excluded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on november 4, 2013 patient was implanted and on (B)(6) 2014 patient was walking and it was reported that the plate broke. Surgeon reported that the patients¿ bone quality reflects the patients¿ age of (B)(6). Implant was removed on (B)(6) 2014 successfully with no delays and no reported patient harm. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.